Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms. Customer reverted to use of her previous pump. There was no reported impact to customer's blood glucose level.